Event description:
Device just implanted on (B)(6) 2025 but needed to be removed due to infection. Physician called to let me know he had removed the device. Patient is a diabetic and had both legs amputated above the knee prior to having enterra implanted. Device was disposed of at facility.